Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported the stent graft were deployed in a crossed fashion and without complication. The aneurysm had shrunk half a centimetre. Two months after the procedure a CT scan showed the right limb of the stent graft was occluded from the level of the gate down. A fem-fem bypass was successfully performed at a later date. No clinical sequelae were reported.